Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 411 mg/dl at the time of incident and the other blood glucose were 348 mg/dl then it went down to 218 mg/dl and again it went up to 275 mg/dl. The customer decline troubleshooting for high blood glucose. The customer also stated that they had kidney stone. The insulin pump will not be returned for analysis.